Event description:
It was reported that a patient underwent an osteosynthesis procedure due to a mandibular exposed fracture, treated with implantation of two straight plates of universal system. Due to an infective process the patient suffered the mobilization of the screws, so the stabilization of the fracture was not correct.

Manufacturer narrative:
Device not returned for evaluation as it is still implanted in patient. If additional information is received it will be reported on a supplemental report. Device still implanted.

Manufacturer narrative:
The products were not returned for investigation (still implanted). From the provided x-rays and CT-scans it is neither possible to see the infection nor the loosening of the screw; therefore it is not possible to confirm the event. For infection complaints expanded investigations were performed to assure that neither the complained device nor all related manufacturing (e.g. Environmental monitoring, sterilization validations tests) process steps (and beyond that) could have caused the event. In the present case the available information (provided by the customer and the lack of information in the customer infection checklist) was not sufficient enough to determine the exact root cause of the infection. Regarding the loosening of the screws, the stryker health care professional stated that ¿the plates used are named ¿locking plate, sagittal split, straight, 6mm bar, 4 hole, orthognathic¿ (ref# (B)(4)) and therefore they are supposed to be used for a sagittal split case. In the complaint case the plate was used for a traumatic exposed mandibular fracture ->wrong plate used for this case. Furthermore most likely the infection caused the loosening of the screw.¿ during the investigation no indication was found for any systematic, design or manufacturing related issue.

Event description:
It was reported that a patient underwent an osteosynthesis procedure due to a mandibular exposed fracture, treated with implantation of two straight plates of universal system. Due to an infective process the patient suffered the mobilization of the screws, so the stabilization of the fracture was not correct.